Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The contact reported that the pump was miscalculating the bolus delivery amounts when a blood glucose (bg) value or carbohydrates value was programmed onto the pump. Reportedly, due to incorrect bolus calculations, the customer experienced elevated blood glucose levels ranging from 200-300 (mg/dl), which was addressed with correction bolus. Review of the pump logs show that the bolus calculations recommended by the pump was accurate. Tandem technical support educated the customer that insulin on board (iob- active insulin in the body) is incorporated into the calculations. The customer acknowledged the information and will continue to monitor bolus calculations. Tandem technical support offered to follow up to ensure the bolus calculations are correct; however, the customer declined.